Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer's reference number(s): 2916596-2020-04718, 2916596-2020-04719, 2916596-2020-04720. It was also reported that the patient's controller ((B)(4)) wasn't receiving the driveline easily. A different modular cable was attempted to be inserted but still didn't insert well. The patient's primary ((B)(4)) and backup ((B)(4)) controllers then alarmed for a controller fault. Technical services (ts) reviewed the log file for the other 2 controllers that were assigned to the patient after the dl insertion failure associated with (B)(4). For the primary controller ((B)(4)) the log file appeared normal until (B)(6) 2020 when a driveline (dl) disconnect was captured. Shortly after, the log file captured a controller fuse b open resulting in a controller internal fault. A few seconds later the dl was connected and the pump returned to operating at the set speed with a controller internal fault & dl power fault due to the controller¿s b fuse being open. The dl was then disconnected and reconnected 5 more times. Each time the dl was connected the pump returned to operating at the prescribed set speed. With the last 5 dl disconnects and reconnects the controller internal fault & dl power fault due to the controller¿s b fuse being open remained active. The log file from the backup controller ((B)(4)) showed that the dl was never connected. On (B)(6) 2020 the file captured a controller fuse b open resulting in a controller internal fault and dl power fault. Also noted was that the stored speed was toggling back and forth between 3000 & 5000 repetitions per minute. With the controller fuse open in each log file, it was reported that it was suspected that the dl may have been plugged in backwards. Ts reported that the controllers need to be replaced and, as a precaution, the modular cable should also be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault regarding the modular cable, and liquid being spilled on the modular cable, were both confirmed. The returned modular cable (lot number 190294) was observed to have a burned pin within its connector (controller side). A sticky orange/brown substance was also observed on the cable¿s connector (controller side). The cable¿s bend relief (inline side) was also observed to be discolored with a dark brown color. The modular cable was functionally tested with one of the returned system controllers and was found to perform as intended despite the observed damages ¿ however, the sticky substance on the connector made it slightly difficult to connect to a controller. The integrity of the cable¿s wires was also measured, and atypical findings were not observed. Further evidence of the driveline having been connected upside-down was addressed via the system controllers¿ investigations (reported under manufacturer report numbers 2916596-2020-04949 and 2916596-2020-04950). Evidence addressed under those investigations, as well as the burn mark observed on the modular cable's pin, indicate that the driveline was incorrectly inserted into the controller by 180 degrees. The root cause of the sticky substance on the modular cable¿s connector was the customer accidentally spilling coffee on the controller per additional information. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their driveline and system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the modular cable, lot number 190294, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.